Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It was at the physician's discretion to not return the device for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be exhibiting premature battery depletion. Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. It was at the physician's discretion to not return the device for analysis.